Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of "high," exact value was not provided. Customer alleged that the pump was not delivering insulin as intended. A correction bolus was delivered to address high bg. Tandem technical support (cts) began to perform a system check on the pump and was able to determine that the customer disconnects at the t:lock connection. Cts was unable to determine if disconnecting at the t:lock was the cause of the high bg, since customer declined to further troubleshoot. Reportedly, the customer changed pump supplies and continued using the pump for insulin therapy.